Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was due to a shorted diode, designator cr30, on the therapy pcb assembly. When this occurs, the device logs an error code in its memory and may deliver a monophasic shock at a reduced energy level.

Event description:
The customer contacted physio-control to report that the service indicator on their device became illuminated and there are event codes logged in the device's memory. Upon evaluation of the customer's device, physio-control observed an event code logged in its memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.